Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had flashing, white, blank display screen. The blood glucose was unknown at the time of the incident and currently it was 239 mg/dl. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a steady white display followed by an unexpected intermittent beep alarm due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case, missing display window cover and minor scratches on lcd window.